Event description:
Customer reported that he had unexplained high blood glucose of 600 mg/dl because his insulin pump was under delivering. Customer stated that he delivered 9 units of insulin, changed his infusion set and his blood glucose remains high. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.